Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that inspace balloon was implanted on (B)(6). It was implanted perfectly. The patient had been doing very well until a couple days before (B)(6) where she started to experience pain. The balloon was removed because it filled with puss. The patient was experiencing a lot of pain in the shoulder so a procedure to remove the device was completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received as the facility did not keep the device, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: balloon filled with puss. Probable root cause: process: sterilization fault - including eto residuals, contamination during manufacturing process; including endotoxins in-process cleaning not performed to spec. Application: contamination of instruments, patient reaction/allergy sensitivity or with active/latent infection, use of contrast media, use of more than one implant within the shoulder, wrong patient selection, general reaction to procedure. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that inspace balloon was implanted on (B)(6). It was implanted perfectly. The patient had been doing very well until a couple days before on (B)(6) where she started to experience pain. The balloon was removed because it filled with puss. The patient was experiencing a lot of pain in the shoulder so a procedure to remove the device was completed.

Manufacturer narrative:
Per additional review, the following are the updated investigation results. This complaint investigation was closed based on the device not received, as it was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: balloon filled with puss. Probable root cause: application - contamination of instruments. - patient reaction/allergy sensitivity or with active/latent infection. - use of contrast media. - use of more than one implant within the shoulder. - wrong patient selection. - general reaction to procedure. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that inspace balloon was implanted on (B)(6). It was implanted perfectly. The patient had been doing very well until a couple days before (B)(6) where she started to experience pain. The balloon was removed because it filled with puss. The patient was experiencing a lot of pain in the shoulder so a procedure to remove the device was completed.